Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). The device was returned for analysis. Upon visual examination, it was noted that the balloon was not folded, suggesting that the balloon had been subjected to positive pressure. Blood was present within the balloon, indicating a potential leak. The returned device was subsequently attached to an encore inflation unit, and when positive pressure was applied, liquid was observed leaking from a pinhole approximately 4 mm proximal to the distal markerband. No issues were identified with the tip section of the device during inspection. A visual examination of the markerbands revealed no abnormalities. Additionally, a visual and tactile examination of the shaft and hypotube showed no kinks or damage to the returned device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During third inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During third inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).